Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, foreign material that was found in the auxiliary channel could not be identified. It could not be confirmed if there was a deviation from the reprocessing steps in the instruction for use, and there was no physical damage found at the auxiliary water channel. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a whitish foreign material inside the jet tube likely due to insufficient reprocessing. Due to a cut on the heat shrinking tube of the forceps elevator, the expected insulation capacity could not be obtained. The plug unit and printed circuit board were corroded. The scope connector case unit was corroded and with watermark. The cable unit and outer shield were corroded. The image was not displayed. And the adhesive around the bending section cover was detached. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported image problem on the evis exera iii colonovideoscope. The issue was found during preparation before use inspection for an unspecified procedure. There were no reported delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: jet tube with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.